Event description:
An endurant stent graft was implanted for the treatment of an abdominal aortic aneurysm. A CT with contrast noted a technical observation. Thrombus present in the stent graft.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.